Event description:
The customer was hospitalized due to diabetic ketoacidosis. The customer's nurse reported the customer was receiving no delivery alarms for the past 3 weeks. The nurse stated that the customer ran out of insulin and used the insulin that was stored in his hot car. The customer said the insulin was "cloudy" in appearance and he did not call the help line before using. Ran a self test and pump passed. Troubleshooting could not be completed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.